Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day post implant of this bioprosthetic valve, the patient expired. After being extubated, the patient experienced sudden cardiac arrest and was taken emergently to the operating room following bedside cardiopulmonary resuscitation (CPR). Upon opening the chest, the left ventricle was found to be ruptured. This rupture was due to a perforation which was attributed to the strut of the valve. After failed attempts to repair the ventricle, the patient subsequently expired. No autopsy was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the rupture of the left ventricle could not be established. Exactly how the ¿valve strut¿ attributed to the left ventricle perforation was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.